Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) post dialysis catheter placement procedure, the catheter was allegedly found leakage during flushing from arterial line. It was further reported catheter was allegedly found that partial breakage. The device was implanted on (B)(6). There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm glidepath d/l catheter was returned for evaluation. Gross visual, microscopic visual, tactile evaluation and functional testing were performed on the returned device. Splits were noted on the catheter body, proximal to the bifurcate. The edges were observed to be uneven; surfaces could not be determined due to split sizes. The blue luer was patent to infusion and aspiration. No leaks were observed throughout the catheter. The red luer was patent to infusion and aspiration. Upon infusion, leaks from the splits on the catheter body were observed while water exited the distal end of the catheter. Therefore, the investigation is confirmed for the reported fracture and leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025 post dialysis catheter placement procedure, the catheter was allegedly found leakage during flushing from arterial line. It was further reported catheter was allegedly found that partial breakage. The device was implanted on (B)(6) 2025. There was no reported patient injury.